Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent on (B)(6) 2026, which led to hyperglycemia. The patient was treated with correction bolus via pump. The infusion set was in use for thirty-six hours and patient replaced infusion set and resumed insulin deliveries successfully.